Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure lithotripsy was performed and this device was used for stone removal. When an attempt was made to capture the stone, the device would not fully deploy. The trapezoid rx lithotripter compatible basket was removed from the scope and it was noted that the size of the trapezoid rx lithotripter compatible basket was not the size listed on the package. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, gender and weight are unknown. The exact age of the patient is unknown, however it was reported that the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The original package with product label was not returned. A visual examination of the returned device found that residue was present on the device to indicate use and the guidewire lumen (sidecar) presented pushback. Functionally, when extended, the basket wires were found to be crossed as the basket was inverted. The basket was manually untwisted and was found to be properly formed. The basket size was then measured and met specification. Additionally, the coil assembly was measured and met specification. The condition of the returned unit was not consistent with the complaint incident that the basket size was incorrect. However, the original package with product label was not returned for evaluation so it could not be verified if the device met the original package label specifications. The evaluation confirmed that the basket failed to open fully due to the wires being crossed. Additionally, sidecar pushback was observed. During manufacturing, basket devices are 100% inspected for crossed wires and basket extension/retraction so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure lithotripsy was performed and this device was used for stone removal. When an attempt was made to capture the stone, the device would not fully deploy. The trapezoid rx lithotripter compatible basket was removed from the scope and it was noted that the size of the trapezoid rx lithotripter compatible basket was not the size listed on the package. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.